Manufacturer narrative:
Investigation conclusion: further investigation on the strip cannot be pursued because there is no lot number and product was not returned.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range unknown. On (B)(6) 2016 inratio inr = 1.6. On (B)(6) 2016 lab inr = 2.95. No reported adverse patient sequela.